Event description:
The customer reported that the bd pyxis medstation es system displayed row board not present error on the main drawer 2.1 and 2.2, prevented the users from removing medication for a patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row board was not present error prompted. A field service engineer replaced the controllers and retractor board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system displayed row board not present error on the main drawer 2.1 and 2.2, prevented the users from removing medication for a patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system displayed row board not present error on both main drawers 2.1 and 2.2. A field service engineer replaced the controllers and retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.